Event description:
Related manufacturer reference number: 2017865-2024-34103. Related manufacturer reference number: 2017865-2024-34104. It was reported that the device system was explanted due to an infection. No further information was provided. The patient was in stable condition.

Manufacturer narrative:
Correction: section b2 - life-threatening was incorrectly selected. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.